Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that spouse experienced high blood glucose level. The customer¿s blood glucose level was 418 mg/dl at the time of incident. Customer¿s other blood glucose level was 404 mg/dl. The customer¿s high blood glucose level was treated with bolus. The customer stated that the insulin pump received insulin flow block alarm. Customer assisted troubleshooting for high blood glucose. The insulin pump and reservoir will not be returned for analysis.